Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with the transfer set. The event was further described as "during disconnection with the ultrabag, the patient and the nurses found they twisted very tight and cannot separate the two systems¿. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. The device was returned attached to an unknown connector. A visual inspection with the naked eye noted a female connector separated from the main body. The female connector was connected and disconnected from the unknown connector. The reported disconnection issue was not verified. The cause of the separation issue was determined to be due to inadequate solvent to the main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.